Event description:
It has been reported to philips that the fluro exposure switch is not functioning. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed and confirmed that the switch is not functioning. Upon troubleshooting, the rse found that the footswitch was defective. To resolve this issue, the philips engineer ordered wired footswitch and sent to customer to replace wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.